Manufacturer narrative:
(B)(4). Patient returned product with allegation of pump error 04 on (B)(4) 2021. Patient stated receiving pump error while using the pump. Battery has not been changed before the error. Insulin pump power up properly after battery installation. Insulin pump was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Insulin pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The adapt tool reveals that on (B)(4) 2021 pump error was recorded. Per r&d investigation pump error due to memory corruption. File=568 line=3292. The adapt tool also recorded pump error on 08/10/(B)(4) consequence of pump error. Problem isolated to electronic assembly. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly and no moisture damage on electronic assemblies. No physical damage noted during visual inspection. In conclusion, unit powered up properly after battery installation and was tested successfully. However, during download review pump error alarms were recorded. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.